Event description:
It was reported there was an unknown product issue and the patient had decreased effect of therapy after approximately 5 years. The patient also had increased spasticity. The pump was explanted and replaced. The catheter was "ok". The pump was used to deliver lioresal. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further provided that the pump and catheter were implanted on (B)(6) 2010. From the end of 2011 again there seem to be a lessening effect without any improvements. On (B)(6) 2014, another x-ray was performed and it looked like the x-ray from (B)(6) 2010 with no real kink visible. Another revision occurred on (B)(6) 2015 due to the lack of effect on the patient. The pump and catheter were replaced and so far with great results. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that a pump bolus had no effect. There were no alarms and no motor stalls reported. An x-ray showed no kinks or disconnections of the catheter. During the revision, the catheter was visually unharmed and there was normal backflow of cerebrospinal fluid (csf). Reportedly, they had not determined that the pump had caused the issue but rather they could not rule it out either. The patient was currently doing well. Shortly after the new implant, there was reduced spasticity in the lower limbs. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, implanted:(B)(6) 2010, explanted:(B)(6) 2015, product type: catheter.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
It was further reported and thought that patient's pump was implanted in 2010 the effect of the pump deteriorated gradually from 2011. A test was carried out using bolus of the pump but this had no effect. It was however suspected that the catheter was defective. During the revision, everything was replaced (catheter and pump) but no catheter defect was found and the backflow was normal, as previously reported. As reported, it may therefore still be the case that the catheter was the problem. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter.

Event description:
It was further reported that the catheter, serial unknown, was confirmed to have been replaced and a new catheter was implanted on (B)(6) 2015. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis of the pump (sn (B)(4)) found no anomaly.